Event description:
It was also reported that the capture management was unable to run in the device. The physician capped the rv lead and replaced it with a new lead, but capture management still could not run in the device. The new rv lead was then connected to a new device and there was no more noise on the rv electrogram and capture management was able to run.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was "symptomatic". Capture management showed that the right ventricular (rv) lead has had increased threshold. Noise was also present on the lead. The ventricular capture management was reprogrammed. The lead is still in use. No further patient complications have been reported as a result of this event.